Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, moderate paravalvular leak (pvl) was resolved with a valve-in-valve implant, reducing the pvl to trace. In the physician's opinion the pvl was related to the valve.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. The issue was successfully resolved through implant of a second valve.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. A supplemental report will be filed if the product is returned or additional information is received. (B)(4).